Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 142.20 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. No further information provided.